Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure of a mildly calcified unspecified vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot of the device did not retract when attempting to remove the device. The device was removed with the foot open. There was no reported vessel or tissue damage noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed once the biological material was removed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - lot number, expiration date h4- mfg date h6 - health effect - clinical code 4582 was removed.

Event description:
Subsequent to the previously filed report, analysis of the returned device found that there was biological material under the posterior foot, follow up with the account reported that there was tissue damage because the device was removed with the foot of the device open. No treatment was needed for the tissue damage as hemostasis was achieved with the two additional pre-placed prostyle sutures. No additional information was provided.